Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical service provided troubleshooting with the customer. The principal pre-analytical issues for falsely elevated troponin assays include hemolysis and fibrin. These are of particular concern with highly sensitive assays, therefore careful attention is necessary in terms of phlebotomy, storage, handling and processing of specimens. Instrument manufacturers and published data on interferences may be a useful resource for this issue.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there are false positive troponin results with bd plasma separated tubes (pst). Customer complained of having false positive troponin result with bd plasma separated tubes (pst). After they spin the sample a second time, the result appears to be negative. Customer called back and we discussed how pst tubes should be handled and processed. Troponin values can be falsely elevated if there is cellular debris in the plasma and since on respin her values drop she is most likely having debris in plasma.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there are false positive troponin results with bd plasma separated tubes (pst). Customer complained of having false positive troponin result with bd plasma separated tubes (pst). After they spin the sample a second time, the result appears to be negative. Customer called back and we discussed how pst tubes should be handled and processed. Troponin values can be falsely elevated if there is cellular debris in the plasma and since on respin her values drop she is most likely having debris in plasma.